Event description:
It was reported during the hf sensor implant procedure the physician had to remove the delivery system without the sensor being deployed. The procedure was abandoned due to patient anatomy.